Event description:
It was reported that the patient experienced mobility issues and was admitted to the hospital. The patient had imaging completed while hospitalized. The patient then underwent an explant procedure of the spinal cord stimulation system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: m365sc12160. Serial: (B)(4). Batch: 554869.